Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station power failed. The field service engineer (fse) replaced the pmc (pyxibus module controller) board and the drawer controller board for auxiliary drawer 3.1, restoring proper drawer functionality and verifying normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to power up and only the fan at the back flickered every few seconds with no other signs of activity. There were no delay, no adverse events or injuries reported based on this event.